Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.221.015; synthes lot: p310530; supplier lot: p310530; release to warehouse date: may 08, 2018; supplier: rti surgical; manufacturing site: synthes monument no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection / functional test: the tensioner failed initial quality assurance inspections. It was found to be slipping during tensioning. Destructive testing included taking the tensioner apart so that the internal components could be inspected, specifically the cam shaft and the rocker. The inspection results for those two parts are as follows: visual inspection confirmed the presence of material deformation to the cam shaft. Despite the deformation found present, the cam shaft passed dimensional inspection. Visual inspection confirmed material deformation on the surface of the rocker. Despite the material deformation found present, the rocker passed dimensional inspection. A review of past complaints has determined that this is the only confirmed complaint of a depuy synthes internal pistol grip tensioner slipping during tensioning. This complaint is confirmed. Dimensional inspection: despite the material deformation found present, the cam shaft and rocker passed dimensional inspection. Document/specification review: a device history record (DHR) review was conducted and found that the device met manufacturing specification prior to shipping. Risk analysis has concluded that the risk level is below actionable limits and not likely to cause serious injury or death to patient or user. Review of the manufacturing record evaluation showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Conclusion: based on total units sold, the complaint rate for this occurrence is less than 0.001%. A definitive root cause could not be determined with the information obtained in this complaint investigation. Probable root cause suggests that the material deformation found present on the cam shaft and rocker caused the slipping. Further investigation will not be performed at this time as the risk associated with this occurrence is low for both patient and user. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during inspection before sterilization on (B)(6) 2019, the customer had a hard time tensioning the cable tensioner. There is no patient involvement. This is report 1 of 1 for (B)(4).